Event description:
It was reported that a straight compression plate broke approx. 5 months post-op. Device was used for treatment, not diagnosis.

Manufacturer narrative:
We have inspected the dhf of the affected lot including material certificate and hardness test certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. We have requested further information including pre-op and post-op x-rays to be able to perform a proper investigation. Till (B)(6) 2022, we haven't received any additional information despite repeated urgency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.